Manufacturer narrative:
A comprehensive batch records review is beign conducted. Once results are available, a follow up medwatch will be submitted.

Event description:
Rti surgical, inc d.b.a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint on 12/04/2025. The reported complaint indicated that a patient underwent a dental procedure with implantation of a puros allograft spongiosa partikel graft (tissue from this donor was not distributed in the us) and two copios bovine pericardium membranes at an unknown date. The doctor reported extensive inflammation of the complete bone formation, so that everything had to be removed, disinfected and cleaned. The procedure was delayed by two hours. Additionally, allergic reaction, bone loss, infection and non-integration were reported. Additional information has been requested. Reference medwatch report #3002924436-2025-00031 for the other copios bovine pericardium membrane involved in this event.